Event description:
It was reported by a technician that marker was being used following a breast biopsy procedure using a device. Three weeks later, the patient complained of several pain. Localization was performed the day prior to the report, and the physician did not observe swelling. The patient's lesion was benign. The md reported during a follow-up conversation that she was planning to send the patient to surgery for excision of marker.